Event description:
It was reported to philips that the allura system would not successfully boot up. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) analyzed that booting the system which is not as per applicable process. Review logfile showed that time jump. Philips remote service engineer asked the customer to restart the system. Restarting the system resolved the issue. The system was performing as intended and was handed over to the customer. Based on service history review, the issue did not reoccur. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.